Event description:
Consumer complaint of low blood glucose results. Customer states she is used to results of 140-200 mg/dl. Reviewed meter memory - 112, 172, 74, 74, 122, 144 mg/dl (no date or time recorded). Customer is concerned about results of 112, 74 and 114 obtained 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).